Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the fossa component was very difficult to put in position. A surgical delay of 120 mins was reported.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event could not be confirmed as no images of the issue or post-op scans were provided. The patient received a unilateral tmj device, but the surgeon experienced significant difficulty positioning the fossa component, which lacked the distinct ¿click¿ felt with the previous device, causing the procedure to take 1.5¿2 hours longer. Despite no visible anatomical changes and confirmation that the device was designed per the approved plan, the patient¿s limited anatomical landmarks likely contributed to the placement challenges, though a definitive conclusion cannot be drawn without further data. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.